Manufacturer narrative:
Additional information: according to the information received from the field the recipient was explanted due to device unrelated medical reasons namely recurrent meningitis after a head trauma causing a refracture of the bony labyrinth and spontaneous csf leakage. Reportedly, the recipient has a history of meningitis and csf leakage, which was fixed with stapes plugging during implantation surgery.

Event description:
The recipient was implanted with a history of incomplete partition type 1 deformity with spontaneous csf leak from the stapes footplate region. She underwent simultaneous stapes plugging and ci insertion. After 2-3 years of uneventful period, the recipient experienced a road traffic accident and reported with recurrent meningitis most likely due to refracture of the bony labyrinth and spontaneous csf leakage. Because of the medical condition, a decision to explant was taken and the parents decided to not re-implant. The explantation was done and complete closure of the middle ear was made to intervene the csf gusher.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient was implanted with a history of incomplete partition type 1 deformity with spontaneous csf leak from the stapes footplate region. She underwent simultaneous stapes plugging and ci insertion. After 2-3 years of uneventful period, the recipient experienced a road traffic accident and reported with recurrent meningitis most likely due to refracture of the bony labyrinth and spontaneous csf leakage. Because of the medical condition, a decision to explant was taken and the parents decided to not re-implant. The explantation was done and complete closure of the middle ear was made to intervene the csf gusher.